Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the issue was attributed to an electrical component problem, however, a definitive root cause could not be established. It is likely the following led to the malfunction: some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the bronchovideoscope's image blacked out during angulation adjustment. There were no reports of patient involvement.